Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a de novo, narrow lesion in the posterior descending coronary artery with moderate calcification, a 3.0x48 mm xience xpedition stent delivery system (sds) was advanced but could not cross the lesion due to the calcification. The sds was withdrawn; however, during withdrawal the stent strut caught the guide catheter hub and the stent was stretched. The sds was replaced with a new same size xience xpedition sds. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The stent damage was confirmed. The difficulty removing the device could not be replicated in a testing environment due to the damages noted. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.